Event description:
In a follow up conversation with the customer it was found that the reported incident occurred while on a pt, age, gender and condition unknown. The complainant alleged that during an attempt to pace a pt the display showed pace makers but the pt's heart rhythm was not captured. They then changed to another device and were able to successfully treat the pt. After the incident they changed the battery on the device and it seemed to function properly temporarily and then started again with the same problem. They found that the battery was not charging.

Event description:
The complainant alleged that during routine testing by a biomed the device does not charge the battery. The complainant indicated there was no pt involvement with this reported malfunction.